Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B) (4) no anomalies found. Upon visual inspection it was noted that there was blood/body fluid in the distal conductor (not obstructed).

Event description:
It was reported that during the implant procedure when using the guide wire, in the begining no problem to advance through the tip of the lead, but after a while it was no longer possible to advance through the tip with the guide wire. Front loading of guidewire was not a problem. The lead was not implanted. No patient complications have been reported as a result of this event.